Event description:
Right ventricular heart wall perforation occurred during placement of screw-in type (helical) epicardial lead. The size of the hole grew because the heart wall was weak and thin and subsequent bleeding could not be controlled very readily. By the time it was, the heart was fibrillating and could not be cardioverted. Manufacturer response for pacemaker lead, medtronic (per site reporter): they want it to be returned for analysis.